Event description:
It was reported that the implantable tachy lead (itl) helix failed to extend during a pre-implant evaluation. The lead was not used and was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).